Manufacturer narrative:
Additional information: the puncture was created intentionally in the nosecone after removing the device from the patient to remove the plaque from the nosecone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone ls atherectomy device during procedure to treat a calcified fibrous lesion in the patients supe rficial femoral artery (sfa). There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Successful passes were made with the device. Resistance was encountered when attempting to remove the device through the sheath. Device was successfully removed from the patient and no harm was encountered with the patient. It was reported the center of the nosecone of the device was observed to the kinked/enlarged possibly due to overfilling of plaque. The scrub technician indicated they picked out the plaque from the center of the nosecone with the tweezers that are provided in the package. The device was safely removed from the patient. There is a small puncture in the nosecone, however, the puncture was created after the catheter was removed from the body and was not inserted back into the patient. A replacement hawkone ls device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Product analysis a visual inspection found that there is a bulge on centre of the nosecone and a dent adjacent to the flush window, the cutter is stuck in the bulge and the housing wall and tecothane at the bulge are ruptured medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.